Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail the toothbrush head had come loose from the stem exposing a sharp metal pin. No injury was reported.